Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer programmed an extended bolus and bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested timeframe. Customer then received a malfunction alarm. There was no impact to the customer's blood glucose level related to the extended bolus issue; however, customer indicated that blood glucose level was impacted by the malfunction alarm (250 mg/dl). Customer treated elevated level with manual injection. Customer reported that an alternate insulin pump and manual injections would be used for management of diabetes.